Event description:
The physician attempted to insert a 6f/7f mynx closure device. The balloon ruptured when he tried to deploy. He was able to remove and placed a different mynx device in the same site without difficulty.